Event description:
The manufacturer received information alleging service required for a trilogy evo, korea device. There was no allegation of patient harm. The device was not reported to be in patient use. During evaluation of the trilogy evo, korea device at the manufacturer's service center, an evt_press_sensor_mismatch error indication the device software has detected a large pressure drop between the monitor and outlet pressure sensors was observed in the device's event log. It was confirmed that water penetrated all routes through which air passed from inlet side panel to outlet side panel, resulting in corrosion and contamination. The device's blower assembly, machine flow sensor and 3-way solenoid valve have been replaced to address the issue. Additionally, all tubes in the device were replaced due to water penetration. Confirmed that fio2 sensor in device was wet and will require fio2 sensor replacement. The muffler assembly and air inlet foam filter were replaced for four-year pm. The unit passed final test.